Event description:
It was reported that there were concerns regarding the pace impedance measurements of this right ventricular (rv) lead due connection with the cardiac resynchronization therapy pacemaker (crt-p). (B)(6) technical services provided programming options. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).